Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip melted and adhered to leg tissue. It seems to be a piece of plastic in the leg. No injury reported just the plastic adhered to leg tissue.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated section: b4, d9 g3, g6, h2, h3, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000456895 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.